Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump would not power on. There were no audio tones, vibrations, and the display was blank. Evidence of moisture contamination was found inside the battery compartment. The battery compartment was intact; no damage was observed. The battery cap was able to be fully secured to the pump. The battery cap contact height and width measurements were found to be within the required specifications. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.